Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted in the common bile duct to treat a bile duct stricture during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, the ultrasound endoscope displayed a completely black screen while deploying the axios stent second flange. The second flange was inverted for blind placement, which resulted in the stent prolapsing from the biliary tract. A different device was used to complete the procedure. There were no patient complications reported as a result of this event and the patient condition after the procedure was reported to be stable. Note: it was reported that the axios stent was attempted to be implanted to treat a bile duct stricture. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with greater than or equal to 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement to treat a bile duct stricture. ***additional information received on december 07, 2025*** it was reported that the stent was to be implanted transgastric to the common bile duct. The second flange expanded but was placed at an incorrect location. The stent was then removed using a snare, and a different device was placed at a different site to complete the procedure.

Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf impact code f2301 captures the reportable event of the stent was removed using a snare. Block h11: an axios stent and electrocautery enhanced delivery system were received for analysis. Visual examination of the returned device found the stent was fully expanded and deployed, and the inner sheath and outer sheath were kinked. Functional inspection was performed and the catheter was freely moved through the luer and the slider could be moved to its original position without resistance. No other problems were noted with the stent or the delivery system. Product analysis did not confirm the reported events of stent positioning issue and stent difficult to deploy with testing of the device return. There is not enough evidence to determine whether the reported event of stent difficult to deploy was due to the physician's device manipulation during the procedure or related to a device malfunction. The reported events of inner sheath and the outer sheath kinked were likely due to procedural factors such as excess of force or the manner as the device was handled and manipulated. Additionally, the reported event of stent positioning issue is known and documented in the labeling. Therefore, a review and analysis of all available information indicated the most probable cause is unable to exclude device problem. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the axios stent was attempted to be implanted to treat bile duct stricture. The IFU states, "the axios stent and electrocautery-enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with greater than or equal to 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture." Additionally, stent positioning issue is a known potential complication associated with the use of the device in the manufacturer's labeling.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted in the common bile duct to treat a bile duct stricture during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, the ultrasound endoscope displayed a completely black screen while deploying the axios stent second flange. The second flange was inverted for blind placement, which resulted in the stent prolapsing from the biliary tract. A different device was used to complete the procedure. There were no patient complications reported as a result of this event and the patient condition after the procedure was reported to be stable. Note: it was reported that the axios stent was attempted to be implanted to treat a bile duct stricture. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with greater than or equal to 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement to treat a bile duct stricture. ***additional information received on december 07, 2025*** it was reported that the stent was to be implanted transgastric to the common bile duct. The second flange expanded but was placed at an incorrect location. The stent was then removed using a snare, and a different device was placed at a different site to complete the procedure.

Manufacturer narrative:
Blocks b5, e1 (initial reporter zip/post code), h1 (type of reportable event), and h6 (impact code) were updated based on the additional information received on december 07, 2025. Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf impact code f2301 captures the reportable event of the stent was removed using a snare.

Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted in the common bile duct to treat a bile duct stricture during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, the ultrasound endoscope displayed a completely black screen while deploying the axios stent second flange. The second flange was inverted for blind placement, which resulted in the stent prolapsing from the biliary tract. A different device was used to complete the procedure. There were no patient complications reported as a result of this event and the patient condition after the procedure was reported to be stable. Note: it was reported that the axios stent was attempted to be implanted to treat a bile duct stricture. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with greater than or equal to 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement to treat a bile duct stricture.